Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. Happened after the insertion of the 12 mm trocar into the abdominal cavity and prior to firing. The stapler was able to fire the there was a problem unloading the device. Had to manually open the jaws to be possible for the reload change. In order to resolve the issue and complete the case, opened a new reload and replaced. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.